Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data. The fse replaced the dilution well and checked the level sense for sample and dilution. Additionally, a review of the instrument files by a siemens global product support (gps) specialist found that quality control data was out on (B)(6) 2013 for both assays. The cause of the discordant low results on the two patient samples is unknown.

Event description:
A low thyroglobulin (tg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The sample was run the first time as neat, and at a 1:10 dilution. This patient sample was then repeated the next day 1:10, neat, and at 1:10, 1:1000, and 1:10000 dilutions. The discordant low result was obtained during the first run at the 1:10 dilution, where the result was n/a and on the second run where the result was 308 ug/l. A low anti-thyroglobulin (atg) result was obtained on another patient sample run on the same immulite 2000 xpi instrument. The patient sample was run neat on the first day. On the second day it was run neat in duplicate and at a 1:10 dilution. The discordant low result was obtained on the second run on the neat sample. The discordant low result was not reported to physician(s). There were no reports of patient intervention or adverse health consequences due to the low tg and atg result.